Event description:
An infusion pump with a condition of a triple alarm. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.